Event description:
It was reported that the patient had experienced severe vomiting and nausea following the vns implant surgery. It was reported that the patient has a history of these conditions. The neurosurgeon requested that the company representative program the output currents off in order to alleviate these symptoms. It was stated that the patient looked better following to disablement of the output current and magnet output current. A review of device history records was performed and revealed that the generator and lead passed quality control inspection and were sterilized prior to distribution. Follow up with the neurosurgeon indicated that the patient began vomiting following the surgery and was admitted for observation. Abdominal x-rays were performed and showed constipation. An enema was performed and x-rays were performed again, showing that the obstruction had lessened. The vomiting continued the next day and that was when the company representative was contacted. No additional relevant information has been received to date.